Event description:
It was reported that a patient underwent a dental surgery on (B)(6) 2022 and the suture was used. During surgery, the suture broke when sewing. Another like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If further details are received at a later date a supplemental medwatch will be sent. Photos of the product upon which this medwatch is based have been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/30/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 evaluation narrative: this is an analysis of two photos submitted to for review. During the visual analysis the following was observed: the first photo shows a single arm broken suture, product code w9918. In the second photo, four needles with use, body fluids, marks, distorted in the original curvature were observed. The sutures appear to be damaged and extremely stressed. Based on the photo review, no conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 9/14/2022 h6 component code: c22 - photo analysis a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional photo of the product has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. H3 investigational summary ¿ photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows a broken single arm thread at the product code suture w9918. The suture appears to be damaged and extremely stressed. Based on the photo review, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.